Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint reader was not working. A technical support specialist applied the knowledge article (bioid lumidigm update package 1.3 release for es failure recovery fix) packages to the device via remote support service. The customer confirmed that the packages were installed successfully and verified that the device was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system fingerprint reader was not working after upgrade. The customer stated that biometric identifier showed a white light continuously blinking, but it does not respond when fingerprint was placed on the scanner. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.